Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was the increased rate of infection first noted? (Month/year). What were current symptoms following the index surgical procedure? Onset date? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Approximately how long after the initial procedure did the patient present with symptoms? Were there any pre-existing signs/symptoms of active infection prior to the surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any changes to your pre-operative preparation or products? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during surgical intervention? Was the stratafix suture removed during surgical intervention? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? Product code and lot number? Will any product be returned? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ug/m.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date in 2021 and suture was used. The patient returned to the hospital for revisionary surgery since infection was noticed around the symmetric tab. It was reported that there has been no direct correlation to the suture at this time. Additional information has been requested.